Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is unable to see the screen of the insulin pump. Customer stated that they are only able to see the top line. Customer stated that they workout in the garden and the insulin pump has fallen out a couple of times. Customer's blood glucose reading at the time of the call was 119 mg/dl. No further information reported.